Event description:
Spontaneous communication from the patient who reported that yesterday, she noticed that her device that was plugged in wasn't charging. She tried using the device on a different outlet and determined that it was the wall charger that was malfunctioning. She is currently using her back up device which still has battery left. The patient uses the td300 device. It is unknown if the doctor is aware. She did not provide a serial or lot number for the product. No other information provided. Indication: secondary pulmonary arterial hypertension. Reported to (B)(6) by pt/caregiver.